Event description:
It is reported that the device was implanted in 2005. The pt is developing osteolysis. A revision surgery is likely, but not yet scheduled.

Manufacturer narrative:
This report will be amended when our investigation is complete.